Manufacturer narrative:
E1. Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.

Event description:
Report 3 of 3: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-april-2025. Investigation summary: bd received 22 samples for lot 4166344, 6 samples for lot 4198210 and no samples for lot 4102179. Eight photos were also provided. Return sample and photo review: the photos and samples were inspected and gel air bubbles was observed. The returns for lot 4198210 also confirm the presence of foreign matter(fm) as an insect was observed in one sample as well as in the photo provided. Retention sample testing: 100 retention samples from lot 4102179 were visually inspected with 4 retention tubes containing gel air bubbles. 100 retention samples from lot 4166344 were visually inspected with no retention tubes containing gel air bubbles. 100 retention samples from lot 4198210 were visually inspected with 4 retention tubes containing gel air bubbles. No tubes contained foreign matter(fm). Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. If small bubbles are present in gel product when the product is sterilized, these bubbles become larger due to the heat. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles for all lot numbers and fm(insect) for lot # 4198210. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. .